Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up, noise with oversensing, causing inappropriate ams were noted on the atrial lead. Low lead impedance was also observed. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.